Manufacturer narrative:
The awareness date on the initial complaint was (B)(4) 2017. The event description referenced a "burr" on the needle. However, after investigation conclusion on 01/30/2018, the complaint became MDR reportable. Investigation results: investigation summary customer returned (3) loose 1/2cc, 8mm, 31g syringes. Customer stated that the needle quality is poor as there seems to be a burr on the needle which causes pain when trying to inject. Two syringes were returned with the hub-needle/shield assembly separated from the barrel. No damage to the barrels was observed. The remaining sample was tested for point geometry, lube, and cannula od. The point exhibited proper geometry and sufficient lube was observed. Unable to perform DHR check due to unknown lot number. Based on the samples received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (hub separates). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation is required at this time root cause description: possible root causes for hub separates issue include: broken plunger lodged in between barrel and shield carriers may cause incomplete shield assemblies. Systems with plunger screw infeed¿s have a greater propensity for creating broken plungers versus machines with dial infeed¿s. A misaligned laser sensor (raised shield) from its designated detecting position may result in sending defective parts with gate flash and/or raised needle assemblies to packaging as good product. Hub core damage (either from seating on racks or during assembly onto barrel), adhesive run-over causing excessive force required to remove shield, disassembling hub from the syringe. CAPA(B)(4) has been opened to address this issue.

Event description:
Consumer's complaint of poor needle quality and burr found on a bd insulin syringe with the bd ultra-fine¿ needle found during use was not MDR reportable. However, during the course of complaint investigation, hub separation was found on the bd insulin syringe with the bd ultra-fine¿ needle returned sample. Additionally, there was no report of injury or medical intervention.